Event description:
Reported via patient call center. It was reported that the patient experienced a cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2023. The patient called inbound to the watchman patient care team reporting that his watchman device did not work as he had a stroke on (B)(6) 2024 and was placed back on anticoagulation medication (eliquis). A good faith effort was made, and the physician confirmed the event. The physician reported that the laac implant with the 24mm watchman flx closure device was routine, and the closure device was successfully implanted. The discharge medication was not noted. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) on (B)(6) 2023. The tee was normal and did not show thrombus or leak. The one (1) year follow-up in clinic was also normal. The patient was seen at an associated hospital which reported that a tee report from (B)(6) 2024 noted the presence of leak around the device, but did not provide measurements. There was no clot or thrombus found. No images were available to confirm. The patient was admitted to the hospital on (B)(6) 2024 with weakness and mechanical fall. The patient was found to have a right anterior cerebral artery (aca) stroke. Neurology treated the patient as a failure of the watchman closure device and the patient was put back on eliquis. No further information was provided.